Event description:
In october, 2002 the end-user's family member stated that pt had high bgs, due to the fact that the soft cannulas were bent. In december, 2002 maersk medical a/s received the complaint and 7 unused infusion sets.